Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The doc holster came off of table clamp and the washers inside shorted out the circuit causing the plastic to melt. No patient was involved in this event and no adverse consequences occurred.

Manufacturer narrative:
No component was returned for analysis. The device history record was not reviewed as a manufacturing/design issue is not suspected as the device was manufactured in 2016. Therefore, it has exceeded its design service life expectancy of two years per. There are no suspected manufacturing/design/ncmr/CAPA related issues to reference as a root cause could not be determined. Due to limited information received, root cause of the reported event could not be determined. If additional information or the unit is received, the device investigation will be updated accordingly.